Event description:
Caller alleged discrepant results with the inratio meter compared to the laboratory for one patient. Complaint summary: date: (B)(6) 2013, nurse's inratio inr: 1.9, patient's inratio inr: 2.7, laboratory inr: 5.5; all tests done within minutes of each other. Patient's therapeutic range is unknown. There was no additional information provided.

Manufacturer narrative:
Investigation pending.